Manufacturer narrative:
This report is based solely on the customer reported issue. This device is serviced by a 3rd party and will not be returned to sechrist for evaluation. The most probable root cause for the reported failure is a worn out flow tube which did ot close properly and lead to fluctuation in the deliverd volume. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Delivered volume and oxygen concentration fluctuate. No patient incident was reported.